Manufacturer narrative:
(B)(4). Insulin pump monitored for several days. Unit received with all operating currents within spec and passed a21 error test and displacement test. No unexpected reset alarm anomalies noted. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Insulin pump received with cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump serial number was defected. Insulin pump did a spontaneous reset after the battery had been replaced. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.